Event description:
Boston scientific crm received information that this pacemaker did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Upon receipt, it was noted that the device failed return products testing (rpt) for the stored e grams portion. Tests 1-11 of rpt passed out of a total of 16 tests. The device paced and sensed normally during testing. The reset counter was 00, and reset reason was 02 which is an access error reset, which is normal. While opening device, the u6 portion 'popped off of the trifold hybrid circuit board inside of the device. This is indicative of poor bonding, or cracks in conductive bond path. This device meets profile for normal depletion. It was concluded that this device paced and provided critical therapy.

Event description:
Boston scientific crm received information that this pacemaker did not pass a portion of the returned products testing, suggesting a possible performance issues.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this event will be updated.